Event description:
It was reported that when an asymptomatic patient presented in operating room for a device change-out due to normal eri, externalized conductors and noise were observed. The lead was explanted and replaced. Patient condition was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.